Event description:
A cochlear implant hybrid l24 was surgically removed from a patient. Per the surgeon, the device was defective. During this procedure, the implant was replaced with a nucleus cochlear implant cl24. The defective cochlear implant has been returned to the manufacturer for failure analysis. The surgeon for this case received a return kit from the manufacturer prior to removing the cochlear implant. He completed the packaging insert information and the explant was mailed the day following surgery.